Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported the device was showing premature battery depletion. The device was explanted and returned to bsc. The device was explanted and replaced on (B)(6) 2019. No further adverse effects were reported.

Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the device was showing premature battery depletion. The device was explanted and returned to bsc. The investigation is in progress. Efforts have been sent to the rep to obtain date of explant, and implanting physician name.